Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. The customer¿s blood glucose (bg) level was 332 mg/dl. Reportedly, customer continued to use pump for insulin therapy and will use manual insulin therapy if needed.